Manufacturer narrative:
This event was investigated and it was found that the device was operating according to it's specification.

Event description:
The reporter indicated that during predischarge testing, ventricular fibrillation (vf) was induced using the arrhythmia induction screen. Fifteen joules failed, 20 j failed, and the third shock successfully defibrillated the patient. The d therapy was programmed to 1 @ 15.1 j, 1 @20.4j and 3@ 29.7j. The chronolog showed the vf was detected and terminated by therapy d with shock #3 @ 618v, 22.0j, into 63 ohms. Further event description is on page 3 of this form. Interval data showed that the three d shocks were in fact delivered and the arrhythmia was continuously detected in the fib zone. The d therapy was reprogrammed to 1 @22j.4 4@ 30j. Ventricular fibrillation was again induced and was terminated with 621 v, 22.1j, into 65 ohms. The initial lifetime shock counters were 2,4,2 and 10. The final shock counters were 2,6,3, and 13. The t-wave shock was used for inductions. During each induction, the real-time iegms (intraelectrocardiograms) showed the "charging" waveform after the first therapy shock was delivered. It could not be determined if the device was redetecting vf after the shock. The programming wand most likely moved after the shock and had poor communication with the device. After each induction, the device would not communicate until a magnet was applied.